Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report low blood glucose levels of 50 mg/dl. The customer stated they knew why they had low blood sugar and drank some juice. The customer also reported a sensor error on a new sensor. The customer declined to troubleshoot. The product was not returned for analysis.